Event description:
It was reported that the 9900 system had stator not on and charger failure errors during a case. The procedure was completed with another system. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery charger, battery pack, and the generator drive board were replaced during the service call. The system was tested and found to be working as intended and put back into service.